Event description:
Reference MFR: 1627487-2019-05183; follow up revealed that surgical intervention occurred to replace one of the patient's drg lead's.

Manufacturer narrative:
Investigation results will be provided on the final report.

Event description:
Reference MFR: 1627487-2019-05183. It was reported that the patient experienced ineffective therapy due to high impedance. As a result, surgical intervention may be pending.